Event description:
A confirmed pump motor stall with no motor stall recovery was reported. The motor stall was caused by the pt having an MRI. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4). No device serial/model number was provided therefore, it is unclear which of the following recall numbers is correct: z-0583-2009, z-0584-2009, z-0585-2009, z-0586-2009, z-0587-2009, z-0588-2009, z-0589-2009, z-0590-2009, z-0591-2009, z-0592-2009.